Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade procedure, externalized conductors were observed via fluoroscopy. Patient was asymptomatic. The lead was capped and replaced. Patient condition was stable post procedure.